Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during basal delivery. Customer's blood glucose was 187 mg/dl. Customer reported the insulin pump wasn't dropped or bumped. Displacement test was performed and the device passed. The device had been replaced and is being returned for further analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery tests due to the motor error alarm. The motor was tested outside the device and it passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and an ink spot in the lower side on the lcd glass.